Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that navigation accuracy was significantly off. During the case, a trace registration was performed and accuracy was verified using known anatomical landmarks. Surgeon noticed approximately 15 minutes later when the tumor was accessed that the navigation probe was touched to the tumor. The probe was tracking approximately 4-5 cm away from the target. Ultimately, the surgeon abandoned the use of navigation. The likely cause of the issue was human error. There was a less than one hour delay and no impact on patient outcome. Additional information was received. It was reported that after speaking with the surgeon, the inaccuracy was due to a bad merge.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0. H3, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed the logs and observed user transitioned from selectprocedure->images->mergeimages->pl an->registration->verify registration->navigation task. Observed that user had merged mr-2(reference), mr-6, mr-7, mr-4, mr-3, mr-8 exams. As per logs 3.8 and 2.9mm were the error metrics observed and trace points collected were less in the range of 200 and no touch points used. Archive analysis : reviewed the archive and observed there were 6 mr exam selected - mr-2, mr-3, mr-4, mr-6, mr-7, mr-8 and all the exams are as per the protocol. Observed a registration accuracy of 3.0mm. Trace registration was performed and less points were collected on the forehead and nose region. Few points collected on the nose and forehead are bit deeper into the skin. There was a yellow zone of accuracy covering only 25 percent of head area. Suggesting to take trace more points through out the blue area as per the protocol and by touching lighter on the skin for the best registration accuracy and covering broader areas. H6: b01, c19 and d14 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that based on the report, the surgeon was able to safely navigate to the area of interest; though once at area of interest, navigation was then unreliable and not relied upon. It was noted that there was an insufficient registration done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.